Event description:
It was reported that the patient experienced recurring incontinence and fluid loss with an artificial urinary sphincter (aus). The fluid loss was identified because the device was not able to cycle and there was no fluid in pump and balloon, the location and source was not identified. A surgical procedure was performed during which the existing aus was removed and replaced with a new one. Since the new aus was implanted, the level of incontinence is better. No further patient complications were reported.